Manufacturer narrative:
G4:30nov2020. B4:22jan2021. The authorized service personnel (asp) checked the error log and confirmed shutdown/startup. The customer reported no alarm sounded. The bad battery is not charging above 12.2v. With changed battery unit still restarted spontaneously overnight. Suspected the power management board printed circuit board assembly (pm pcba). The asp replaced the pm board and the issue was resolved. The unit passed all test and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30oct2020.

Event description:
The customer reported that the unit is turning on by itself. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.